Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that they were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose level was 29.5mmol/l. Customer was treated manual injections. Customer provided any information about the symptoms due to high blood glucose such headache, grumpy. Customer reported insulin pump had crack at battery compartment and retainer ring was also cracked. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.

Manufacturer narrative:
Customer returned device for an alleged was hospitalized for high blood glucose, device/transmitter communication anomaly and cosmetic damage located at the battery compartment and retainer ring found on (B)(6), 2022. Also, on case-2020-00876959, svn#: (B)(6) - customer returned device for an alleged high blood glucose. And transmitter/sensor anomaly found on (B)(6), 2020. The device was received with a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer, a partially broken battery tube threads and a cracked case behind the device near the battery tube compartment. The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Successfully downloaded history files and traces using thus. Successfully uploaded device to carelink. The device was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The device communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The device calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. No device/transmitter communication anomaly noted. No transmitter/sensor anomaly noted. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor and vibrator assembly noted. However, slight corrosion was found on the battery tube assembly noted. Force sensor zero offset within specification (23.0 millivolt). The motor was tested outside of the device on the and passed. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage and a scratched case. Cosmetic damage was confirmed at the battery compartment and retainer ring. A missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer were confirmed. Unable to complete the functional testing (perform the displacement test, occlusion test and dat) due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Unable to verify customer alleged for high blood glucose. Device/transmitter communication anomaly and transmitter/sensor anomaly were not confirmed. During visual inspection, slight corrosion was found on the battery tube assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Event description:
It was reported that the incident was occurred on (B)(6) 2022. It was reported that the retainer ring popped off.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom. Supplemental: the initial report was submitted with missing information.